Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, implanted on (B)(6) 1998, has had dropouts in hearing sensation with her ci for the last 2 days. In additional she hears some strange sounds.